Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 8141303. Our records show that this is the only instance of a this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally composition testing determined that the embedded material is most likely cellulose propionate and the material on the cannula is most likely silicone. Silicone is a material used to manufacture this device, and is applied to the catheter as a lubricant for reduced resistance during insertion. Excess application of the lubricant is currently possible due to limitations in the manufacturing process. Bd is currently investigating potential process changes to eliminate the occurrence of similar events. The second foreign matter was identified as cellulose propionate; the presence of this material could not be attributed to the manufacturing process despite a complete review of our manufacturing processes.

Event description:
It was reported that 6 intima-ii y 22gax0.75in prn/ec slm experienced foreign matter contamination. The following information was provided by the initial reporter: it was found rust one the needle hub, and also some white flocculent substances. Google translation: department nurses in the use of patients before, open the packaging, found needle cap, needle seat and other places have rust color traces, because do not know what, nurses dare not continue to use the needle for puncture, so reported to the nursing department. The department of nursing found local representatives. And the department of nursing found a total of 6 needles in the storeroom is the condition (already unsealed) during the unsealing process, the discovery of some needles on the white flocculate.

Manufacturer narrative:
Device expiration date: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 6 intima-ii y 22gax0.75in prn/ec slm experienced foreign matter contamination. The following information was provided by the initial reporter: it was found rust one the needle hub, and also some white flocculent substances. Goggle translation: department nurses in the use of patients before, open the packaging, found needle cap, needle seat and other places have rust color traces, because do not know what, nurses dare not continue to use the needle for puncture, so reported to the nursing department. The department of nursing found local representatives. And the department of nursing found a total of 6 needles in the storeroom is the condition (already unsealed) during the unsealing process, the discovery of some needles on the white flocculate.